Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bd perfix plug (device 1). An additional supplemental emdr was submitted to represent the bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent repair with the implant of perfix plug (device 1). (Notes: no op notes were provided). (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device 2). Per op notes, "incision was made through the previously placed left inguinal hernia incision, a bard flat mesh (device 2) was placed using prolene sutures."